Event description:
It was reported by the customer that pyxis medstation es system had settings issue. The customer reported that the nurse cannot pull the medication at all. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.